Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with blood glucose reaching 340 mg/dl and remaining elevated for approximately 3 to 4 hours; the user believed the infusion site leaked, noted redness and tenderness at the site, and observed that the cannula was not bent upon removal; glucose returned to range after changing all infusion supplies (inset, 6 mm, 23 in). Customer care provided support that included complaint intake with troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and an unclear cause, with a suspected infusion site issue reported by the user but not verified. Symptoms included irritability and sluggishness. Outcomes included no need for outside assistance and no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.